Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, weight, and ethnicity and race were not provided for reporting. Brand name, common device name, manufacturer name, city and state, and model#: this report is for bab sheer large 10ct USA 381370047681 8137004768usd 8137004768 usd. Model #: upc #: 381370047681; lot # is ni; UDI #: (B)(4). Concomitant medical products and therapy dates: device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer¿s mother reported an event with bab sheer large 10ct USA. The mother bought the product for a wound her daughter had on her chest. When she took it off, the skin was red and really irritated. Four (4) days later the mother stated that they are sitting in a hospital waiting room because the daughter has a huge rash with blisters and hives covering her whole chest, radiating out from the rectangular band aid shape. The daughter is covered in angry red rash/blisters.